Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The transmitter ultimately regained connection with the pump. The pump then showed another error. The customer was transferred to dexcom to troubleshoot for the new error. No additional patient or event information was available.